Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was several episodes of inappropriate mode switch and oversensing due to noise noted on the right atrial (ra) lead. No intervention was performed to resolve the event and the patient was in stable condition.